Event description:
The plunger broke during a procedure. At the end of an operation, the physician pulled on the mayfield clamp and the button came away in his hand broken. Physician had to unscrew the headpiece in order to turn the pt onto pt's back. There was no pt injury reported.